Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces. She phoned her primary care physician (pcp). Her pcp stated if she felt confident that she removed all the pieces, had no odor, fever or other symptoms that there is nothing to be concerned about. There is no further medical planned. Consumer reported she was satisfied, no further follow ups are tasked.